Event description:
Stapler misfired and three other staplers were attempted. Pt developed an ssi post op rectal cancer surgery. Add'l surgeries needed, extensive hosp stay. FDA safety report ID# (B)(4).